Event description:
It was reported the surgeon removed quantity 8, 5.0mm variable angle locking screws during the hardware removal procedure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: additional common device names: jdp, hwc. The visual inspection of the returned device performed as part of the product investigation reported the 4.5 va-lcp (variable angle curved condylar plate)12 hole plate was received bent and cracked at the 5th hole from distal and contains considerable scratches and gouges. The returned 4.5 mm va-lcp 12 hole plate and 8 returned companion screws are part of the synthes 4.5mm va-lcp condylar plate system and are indicated for buttressing multifragmentary distal femur fractures including: supracondylar; intra-articular and extra-articular condylar fractures, periprosthetic fractures, fractures in normal or osteopenic bone, nonunions and malunions. The crack and pronounced bend in the plate is located at the 5th of 12 holes and only 8 va locking screws were returned. Additionally, no lag screw or cortex screws appear to have been used with the plate or were identified as associated with this complaint. The complaint describes that the patient was involved in a ¿fall¿ of some kind. X-rays were requested but were not obtainable. Closer examination of the screws reveals that with the (1) 38mm & (2) 40mm va locking screws, there is an extensive amount of linear asymmetrical thread deformation of the locking screw heads indicating likely over angulation. Based on the review of technique guide (j10446d pg.22) it is apparent that the likely absence of any cortical or lag screw placement and over angulation of at least 3 va-locking screws within the construct has significantly minimized the strength of the entire construct compounded by a ¿fall¿ has likely generated shear forces leading to bending and ultimate cracking of the plate. Review of drawings se_366691 rev. G & se_373476 rev. E were reviewed and determined to be suitable for their vintage intended design, application and dimensional conformity. The method of use and likely absence of lag screw and cortical screws coupled with the patient "fall" has led to this complaint and is not identified as a design deficiency with these devices. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. DHR record review: the manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon performed a revision surgery on a distal third open reduction internal fixation of the right femur on (B)(6) 2014. The original implant took place on (B)(6) 2013. The patient had a fall and bent the plate on an unknown date in (B)(6) 2014. On (B)(6) 2014 x-rays were taken and it was determined that the plate was bent and there was a diagnosed delayed union. The surgeon went removed the plate and 8 variable angled locking screws. The surgeon implanted a new plate and screws. The procedure was completed successfully without patient harm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.